Event description:
On (B)(6) 2025 (7-days post-procedure), the patient experienced occlusion of the left iliac graft. The event was treated by surgical intervention, thrombectomy and additional iliac stenting. The procedure was successful. The event resolved (patient recovered/stabilized with sequelae).

Manufacturer narrative:
The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Imaging was provided and reviewed by medical director's and the following was determined "the pre-procedural imaging does show the very long aortic dissection extending down into both iliac arteries. The site comments on ¿bad graft conformation in the native iliac artery¿ and I can see on the imaging that the dissection was creating a narrow and tortuous true lumen, so their explanation makes a lot of sense. It was treated with thrombectomy (thrombus removal) and extra stenting with a good outcome. Not a fault or failure of the endograft¿. Review of the device history record (DHR) for lot a1195023 found that the work order appears complete and correct. There were no non-conformances raised or temporary deviations in place at the time of manufacture. The quality control inspection was verified to ensure that the device passed inspection. A review of the manufacturing records and/or specifications did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The device was sent with the instructions for use (IFU) for general information and states: 5 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: aortic damage, including perforation, dissection, bleeding, rupture and death endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow and corrosion graft or native vessel occlusion 4 warnings and precautions 4 .1 general. The long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. There is no evidence to suggest the customer did not follow the IFU and/or label. These are a known potential adverse event as described in the IFU. Based on the available information, imaging review, and completed investigation, the event appears most consistent with patient's anatomy and not a fault or failure of the endograft. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints.

Event description:
On (B)(6) 2025 (7-days post-procedure), the patient experienced occlusion of the left iliac graft. The event was treated by surgical intervention, thrombectomy and additional iliac stenting. The procedure was successful. The event resolved (patient recovered/stabilized with sequelae).